Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07781. It was reported that when the patient presented for initial implant procedure, both the leads were attempted to position in right atrium but acceptable amplitude for atrial fibrillation sensing could not be achieved. The leads failed to sense appropriately. The header of the device was plugged, and atrial implant was abandoned. The patient did not experience any adverse consequences.